Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Failure observed during analysis. Final analysis found insulation degradation at 4.5cm from the connector pin. (B)(4). (B)(6).